Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained for a single patient sample, and that a vitros troponin I es precision test also produced unacceptable test results. Root cause for the patient sample result and the higher than expected results obtained during the precision test were most likely caused by unexpected vitros 5600 system performances; however, the possibility that inappropriate pre-analytical sample processing had contributed could not be ruled out. The investigation found no evidence to suggest the vitros troponin I es reagents had malfunctioned.

Event description:
A customer complained after observing a non-reproducible, higher than expected troponin I es result for a single patient sample. A vitros troponin I es precision test also produced unacceptable test results. Patient sample: vitros result of 0.275 ng/ml vs. Expected < 0.012 ng/ml; precision sample: vitros results of 0.102, 0.097, 0.097 and 0.094 ng/ml vs. Expected < 0.014 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient result was not reported to a clinician and no allegations of patient harm were made as a result of the events. (B)(4).